Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited a failure to capture and undersensing. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information noted syncope on the patient and noise, automatic mode switch on the atrial lead. The patient condition was stable.